Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the aspiration would not increase and a system message was displayed during a procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The returned sample was visually inspected and it was noted that the drain bag was detached from the cassette cover due to saturation. The drain bag tape was properly aligned on the cassette cover. Both irrigation and aspiration luers were intact. The sample could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully. Maximum vacuum within specification was reached. No leakage was observed during testing. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).